Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a shock impedance measurement of 0 ohms and low out of range pacing impedance measurements below 200 ohms. Technical services (ts) was consulted, discussed that the 0 ohm shock impedance is an invalid reading and can be returned when the values are saturated, the clinician stated that the patient had an ablation procedure the day before. Ts indicated that the procedure could be the reason for low values being reported and recommended further evaluation to confirm the procedure did not due anything else to the device. This ICD remains in service. No adverse patient effects were reported.